Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years and 4 months. On 11/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. Per the operative report: this (B)(6) woman had surgery a little over 2 years ago with replacement of her aortic valve and repair of her mitral valve for aortic stenosis and mitral regurgitation. Since that time, she has developed progressive shortness of breath, and workup shows the development of severe mitral stenosis. Coronary angiogram continues to demonstrate normal coronary arteries. Also noted in the operative report was that the mitral ring was intact and in position, but the mitral valve leaflets were very thickened and nonapplicable causing the mitral stenosis. According to the surgeon, the reason for explanting the device was not related to a device malfunction, but rather, a patient related event.